Event description:
It was reported that the patient had rate pauses as a result of noise on the atrial lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded which resulted in noise.